Event description:
It was reported that during follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. Patient received inappropriate atp therapy. Programming changes were made. There were no complications.

Manufacturer narrative:
(B)(4)